Event description:
The customer reported falsely elevated magnesium results generated on the alinity c processing module on three patients that were not reported out of the laboratory. The following results were provided: (B)(6) 2025 sid (B)(6) = 9.30 / 2.10 mg/dl. (B)(6) 2025 sid (B)(6) = 6.30 / 2.00 mg/dl. (B)(6) 2025 sid (B)(6) = 6.80 / 2.30 mg/dl. Normal range: 1.6-2.6 mg/dl. Additional patient added on (B)(6) 2025. (B)(6) 2025 sid (B)(6) = 7.60 / 1.60 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Additional patient information included in section b-5. Section a1 patient identifier sids: (B)(6). Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing a clogged nozzle which resolved the issue. There have been no further reports of discrepant results since the part was replaced. A review of the alinity c processing module sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity c processing module sn# (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6).

Event description:
The customer reported falsely elevated magnesium results generated on the alinity c processing module on three patients. The following results were provided: (B)(6) 2025 sid (B)(6) = 9.30 / 2.10 mg/dl, (B)(6) 2025 sid (B)(6) = 6.30 / 2.00 mg/dl, (B)(6) 2025 sid (B)(6) = 6.80 / 2.30 mg/dl. Normal range: 1.6-2.6 mg/dl. No impact to patient management was reported.